Manufacturer narrative:
Correction to b5: updated for clarity. The local area field representative was contacted for additional information regarding initial reporter name and event cause/resolution. Multiple attempts to obtain this information have occurred without success. At this time no further information is available. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device met longevity expectations. Device memory was reviewed and no error codes were noted. It was noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates and was also programmed to high left ventricular (lv) lead outputs. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing and high lv outputs were determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that a red call doctor icon was observed via remote monitoring of this cardiac resynchronization therapy pacemaker (crt-p) due to an unspecified reason. Additional information received reported that the patient was in the step down intensive care unit (ICU). Subsequently, this crt-p was explanted and replaced. No adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
Correction to b5: updated for clarity. The local area field representative was contacted for additional information regarding initial reporter name and event cause/resolution. Multiple attempts to obtain this information have occurred without success. At this time no further information is available. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a red call doctor icon was observed via remote monitoring of this cardiac resynchronization therapy pacemaker (crt-p) due to an unspecified reason. Additional information received reported that the patient was in the step down intensive care unit (ICU). Subsequently, this crt-p was explanted and replaced. No adverse patient effects were reported. Product return was requested.

Event description:
It was reported that a red call doctor icon was observed via remote monitoring of this cardiac resynchronization therapy pacemaker (crt-p) due to an unspecified. Additional information received reported that the patient was in the step down intensive care unit (ICU). Subsequently, this crt-p was explanted and replaced. No adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. If information is provided in the future, a supplemental report will be issued.